Event description:
It was reported that a patient presented through remote transmission. It was observed that the right-atrial (ra) lead exhibited far r-wave oversensing resulting in inappropriate automatic mode switch episodes. No intervention was performed. No patient consequences and the patient was stable.